Event description:
The customer reported that pages were continually going out-delaying the nurses pages up to 30 mins. The customer is requesting assistance in determining if the paging delays contributed to a pt death.

Manufacturer narrative:
(B)(4). The customer reported that pages were continually going out-delaying the nurses pages up to 30 mins. The customer is requesting assistance in determining if the paging delays contributed to a pt death. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.